Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during pre-check of instruments before a knee replacement, attune patella drill clamp found to not be clamping parallel. Evidence that the spring mechanism that keeps the modular arm parallel to the fixed arm is not functioning optimally. The modular arm (which moves towards the fixed arm when the handle is engaged) onto which the patellar drill trials and patellar clamp button holder fit, is perhaps bent. The result is that the mobile arm is not remaining parallel to the fixed arm when fully squeezed shut. Instrument was removed from the sterile field and replaced with the same instrument from another set. No impact on patient nor surgical time delay. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> pre-check of instruments before a knee replacement, attune patella drill clamp found to not be clamping parallel. Evidence that the spring mechanism that keeps the modular arm parallel to the fixed arm is not functioning optimally. Instrument was removed from the sterile field and replaced with the same instrument from another set. No impact on patient nor surgical time delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune patella drill clamp had signs of repeated and extensive use. Additionally, corrosion can be seen on different spots of the surface. A functional test was performed and it was observed that the post assembly was loose. Considering the device's age (11+ years) it is suspected that an internal locking mechanism component was worn due to repeated use and servicing over the years. It is reasonable to conclude that this condition would likely impede the device from securely lock or holding its mating device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3 and h4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "pre-check of instruments before a knee replacement, attune patella drill clamp found to not be clamping parallel. Evidence that the spring mechanism that keeps the modular arm parallel to the fixed arm is not functioning optimally. Instrument was removed from the sterile field and replaced with the same instrument from another set." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 254501041, attune patella drill clamp" revealed that the modular arm onto which the patellar drill trials and patellar clamp button holder fits has bent. The observed condition of the device was consistent with a random unintended use error that may have been caused by exposure to unintended forces but the other reported event can not be confirmed as, the provided evidence was not sufficient to confirm the reported event of jammed or seized and will not lock or unlock. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing.